Event description:
The following info was reported to kci by the pt's wife: a foreign material alleged to be v.a.c. Granufoam dressing was left in the pt's wound, and the pt is scheduled for surgery in three days. The pt's wife reported that the pt's wound had a "tunneled/undermined" area that the foreign material was placed in, which allegedly adhered, and the nurse was not aware that the foreign material was left in the wound. On (B)(6) 2014, the following info was reported to kci by the nurse: on (B)(6) 2013, the pt underwent sharp debridement in order to remove the foreign material. The pt is doing well and the wound is healing.

Manufacturer narrative:
Based on info provided, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible use error. Dressing changes: wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressing should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing eval of the wound condition and the pt's clinical presentation, rather than a fixed schedule.